Event description:
Using harmonic 36cm handpiece when, half way through the case, the tip broke off the handpiece. Both pieces were retrieved. A new handpiece was then used.

Event description:
Using harmonic 36cm handpiece when, half way through the case, the tip broke off the handpiece. Both pieces were retrieved. A new handpiece was then used.